Event description:
In 2008, the sales representative reported that during a kit inspection, the sales representative found a disassembled screw. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.